Manufacturer narrative:
A graphic user interface (gui) light emitting diode (led) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the "bottom main screen flickers" on a 980 ventilator. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and could not duplicate the reported issue. The se found during performance verification testing the unit failed air pressure solenoids (psols) test on the extended self test (est). The se replaced the graphical user interface (gui) screen assembly and the air psols assembly. The se performed calibrations and extended self-testing on the device and all tests passed.